Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the trek rx and mini trek rx coronary dilatation catheter instructions for use states: prior to use, examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent deviation of the instructions for use as it is likely that during preparation for use inadvertent mishandling resulted in the reported shaft kink; thus resulting in the reported shaft separation as the compromised device was advanced into the guiding catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10/h3: device return status corrected from yes to no.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a left anterior descending artery. The 2.50x12mm trek balloon dilatation catheter (bdc) was prepped, and a kink was observed in the shaft. The bdc was then introduced into the guiding catheter and advanced until a loss of pressure was observed in the indeflator. It was confirmed that the device had separated mid shaft. The physician removed the device and the guide catheter altogether and then abandoned the case as they couldn't re-engage a new guide catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.